Event description:
It was reported that the patient presented with a pre op diagnosis of severe degenerative disc disease l5-s1. Patient underwent a posterior lumbar interbody fusion l5-s1 with local bone graft and rhbmp-2/acs; insertion of peek cage at l5-s1; non-segmental spinal stabilization using poly-axial screws l5-s1 bilaterally. Patient was sent to recovery in satisfactory condition. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.